Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had bladder or kidney infections prior to implant, but had only had 1 post-implant in (B)(6) 2015. The patient had stomach issues and had a hard time keeping solids down and did much better with liquids. The patient took medication of 8 mg of ondansetron every 8 hours for their stomach and prilacte. The patient was put on cipro 500 mg for 10 days and the patient was not able to keep much of the medication down. They switched the patient to keflex and had the same problem of not being able to keep much of the medication down. They did an injection of rocephin that the patient had to injected daily at the health care provider's (hcp's) office. No diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.